Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device alarmed with a "no disposable" message. The patient tried switching the cassette to her back up pump, but the back up pump gave the same alarm. Patient mixed a new solution with a new cassette and was able to continue her infusion. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.